Event description:
The provider states the joystick, (B)(4), is stick in neutral testing mode and will not come out of it. He states this is the recalled joystick and the end user is pretty rough on the chair. He states he swapped this joystick out with another and the chair is fully operational. No additional information available per the provider (B)(4).